Manufacturer narrative:
Sr-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was reported that the patient was using an unsupported operating system. No additional event information is available. Data was provided for evaluation. Loss of connection was confirmed. The root cause was determined to be a temporary communication error between device and transmitter. Labeling indicates: the dexcom g5 mobile application is only compatible for select smart devices and mobile operating systems.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed, and it failed. The log was downloaded and reviewed finding an error related to the complaint. The allegation was confirmed. The root cause was determined a temporary communication error. No injury or medical intervention was reported.